Manufacturer narrative:
During investigation, a leak test was performed and the exposed portion of the soft cannula was found to have a tear and fluid was observed exiting the tear. Although the cannula was damaged, the timing and cause of the damage is unknown. It could not be determined if the tear contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 17.4 mmol/l (313.2 mg/dl). The pod was worn on the patient's leg for between 24 and 36 hours. As treatment, a new pod was applied and a bolus was delivered.